Manufacturer narrative:
Cmp-(B)(4). 010000668 ¿ g7 shell ¿ 7193758. 51-104160 ¿ taperloc stem ¿ 7089250. 650-0660 ¿ delta ceramic head ¿ 3114963. 010000999 ¿ g7 screw ¿ 7227982. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a right hip procedure, the surgeon attempted to implant the liner multiples times. Examined the liner and tried again. After the final attempted failed, a new implant was opened and was implanted successfully. There was no reported harm or injury to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.